Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up/down and ok buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/04/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and contrast buttons were hard to press and required increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration text.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.